Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors tip cover accessory cover was torn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated they noticed the damage on the clear part and it was inspected prior to use. It is unknown what surgical task was being performed and if there was any instrument collision. Nothing fell into the patient and the associated accessory is available for return, rma30365310, but the mcs instrument will not be returned. There are no video recordings or photographic images available for review. Patient demographic information was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. The tear is axially aligned with the tip cover and measure 0.180 in length. There are no signs of thermal damage present at the end of any tears as evidenced by charring/melting. The complaint regarding accessory cover was torn was confirmed by failure analysis. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions.

Event description:
Refer to h11 for follow-up information.